Manufacturer narrative:
Product event summary: analysis found a pin was stuck in the ventricular output connector. Analysis also found the upper case, lower case, ring cover, and lead flex cover were broken. Side bail covers, side bails and ring bail were missing. The battery release was contaminated and the keyboard was scratched. Lcd (liquid crystal display) was found out of electrical specification (missing pixels). The main pcb (printed circuit board) connectors were found open and closed; it was noted the main pcb part number was installed incorrectly during last repair.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had broken connectors. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.